Manufacturer narrative:
Product complaint #(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many sutures were broken during suturing on this one patient during this single surgical procedure? We asked the sales rep about this, and we are currently waiting for her reply. Once the information becomes available, we will add it to a note of this file. Did 58 sutures break during this patient's procedure? =>please see the above answer. Did the broken suture issue occur in multiple procedures? If yes, please provide pc number for each of the procedures =>we also asked the sales rep about this too. Once we get her answer, we will add it to a note of the file. What tissue was being approximated or sutured when it broke? No further information is available. We got this info from the sales-rep on (B)(6) 2021. Qty of product involved: 58 > 3. Qty to be returned: 116 > 58.

Event description:
It was reported that a patient underwent a cardiovascular surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. It occurred frequently on the same lot number during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/7/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 reported condition not confirmed. A manufacturing record evaluation was performed for the finished device batch qhbclj, and no non-conformances were identified additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that forty-six samples of product code eh7585h were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). Date sent to the FDA: 4/7/2021.